Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an occlusion alert on the ilet and subsequently encountered an unable-to-proceed message when attempting a meal announcement, with blood glucose elevated at the time; per troubleshooting and education, the user performed a supply change using a steel 6 mm infusion set while retaining the existing cartridge, resumed therapy, and successfully entered a meal announcement, but later experienced persistent hyperglycemia that led to pausing pump therapy and administering a manual insulin injection before reconnecting and resuming therapy. Symptoms included hyperglycemia. Outcomes included temporary interruption of pump therapy, a manual correction by injection, and return to pump therapy with blood glucose improvement. Investigation included review of device alerts, guided replacement of the infusion set and connector with tubing fill and cannula fill, and follow-up assessments of blood glucose trends. Investigation of this case revealed unresolved hyperglycemia following an earlier occlusion alert, with no confirmed device malfunction identified after infusion set and connector replacement and successful system operation upon resumption. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.